Event description:
It was reported that this system exhibited noise with oversensing on the right ventriculare (rv) channel. No pacing inhibition occurred, and the noise could not be reporoduced. The amount of ventricular pacing this patient requires is low; therefore, the patient will continue to be monitored. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).